Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kindey during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, the balloon burst while inflating. Reportedly, the balloon was removed from the patient and the procedure was completed with another occluder balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.